Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was implanted for therapeutic treatment of a hernia. After the procedure, the patient experienced pain. Treatment included surgical revision of the mesh.